Event description:
Customer reported the dxc 800 ar clinical chemistry analyzer generated erroneous low sodium patient results. The customer indicated the quality controls were also trending low. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 800 ar synchon clinical chemistry analyzer. The fse inspected the instrument and found dirty flowcell. The fse upon further troubleshooting found that the issue was caused by operator use error, the customer was using expired bleach solution. Multiple use of expired bleach caused the carbon bridge and sodium electrodes to malfunction. The fse use a new bleach solution, cleaned the flowcell, replaced the sodium electrode, and carbon bridge which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(4). Beckman coulter internal identifier is case(B)(4).